Event description:
It was reported that prior to a total abdominal hysterectomy, the handpiece produced an error 4 overtemperature error. After troubleshooting occurred, the case was completed using electrocautery. No consequence to the patient.

Manufacturer narrative:
Evaluation summary: the hp054 hand piece was returned with a nose cone cracked. The hand piece was disassembled, and evidence of moisture ingress were found in the instrument.